Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient with history of pulmonary fibrosis s/p lung transplant began to desat and was intubated emergently. It was stated that during intubation a defect in the dobhoff appeared to be obstructing the airway . The user facility provided the wound drain pcn-0043610 and the issue with the wound drain was unknown .

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿tube is not made of the correct material to view blockage (color etc.), both lumens are simultaneously blocked due to inadequate lumen design". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient with history of pulmonary fibrosis s/p lung transplant began to desat and was intubated emergently. It was stated that during intubation a defect in the dobhoff appeared to be obstructing the airway . The user facility provided the wound drain pcn-0043610 and the issue with the wound drain was unknown. It was unknown what medical intervention was provided.